Event description:
This report is an advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failire (event) observed during analysis. A partial lead with the distal tip measuring 57.1cm was returned for analysis. External insulation abrasion was noted at 15.3-15.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.(B)(4).